Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main tower and auxiliary tower all drawers would not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were off the bus. The field service engineer (fse) found the ethernet cable plugged into the wrong port and corrected it by connecting it to the proper one. All functions were then normal, and all towers are online and operating smoothly. The system functioned as intended after the field service engineer repaired the device.